Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was short of breath and dizzy due to premature atrial contractions. Various programming options were tried and the device remains still in use. No further patient complications were reported as a result of this event.